Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Manufacturer narrative:
We received two possible lot numbers for the device and will update the record if we receive more information. The lot number could be ndfa or nhek.

Event description:
A company representative reported that a cayman mi inner threaded flex shaft fractured during plate insertion intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.